Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reported events capsular contracture and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "capsular contracture baker grade IV", "device migration/implant malposition" and "correction of asymmetry".

Event description:
Healthcare professional reported via nbir "capsular contracture baker grade IV", "device migration/implant malposition" and "correction of asymmetry". This record is for the left side. The device has been explanted and replaced.